Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a failed drive calibration and a faulty compressor. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) had a failed drive calibration and a faulty compressor. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4,d9,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,component code,investigation conclusions),h10,h11. A getinge field service engineer (fse) evaluated the iabp unit and installed a scroll compressor due to poor performance, also installed an outside cover console and handle along with missing fat head screw due to unit abuse. Preformed unit checkout. Unit passed all functional and safety testes. Cleared for clinical use.